Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument's joint stopped articulating. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no arcing was noticed and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). The instrument was found to have a segment of the conductor wire dislodged and sticking out from the force amplification pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface. The wire insulation was damaged, no thermal damage found, and the instrument passed an electrical continuity test. Per the photos by fa, the internal wires were exposed on the conductor wire. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.